Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and reservoir anomaly. Customer's blood glucose level was 600 mg/dl. Customer advised the reservoir would fall out and the issue remained unresolved. Troubleshooting was not performed. Customer disconnected the call and the insulin pump will not be returned for analysis.